Event description:
Patient presented to the physician with wound dehiscence at the neck incision site exposing the stimulation lead. Physician brought the patient into the or a week later and found that the stimulation lead had eroded through the skin. Physician disinfected the area, tucked the stimulation lead deeper, flushed the neck pocket with antibiotic solution, and closed.